Event description:
Consultant reported that, surgeon advised that a female pt had a 2.0mm ti straight plate 12 holes implanted to treat a finger fracture hit "someone" or "something" and immediately experienced pain. Plate was confirmed by x-ray to have broken and plate and screws were explanted. Surgeon indicates that pt compliance has been an issue throughout this case.

Manufacturer narrative:
Lot#: this info was not provided during initial report. Add'l info has been requested. No evaluation could be made, no conclusion could be drawn as no device has been returned. Synthes is unable to determine a manufacture date without a lot number.